Manufacturer narrative:
Investigation summary ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was taken to the cardiac catheterization lab (cath lab) for removal of impella cp. Patient was transferred from another facility with 2 perclose closure devices in place. Device was removed using re-wire access port and 14 fr sheath was placed and then removed and perclose devices deployed. Abdominal angiogram with femoral runoff showed reduced flow at the proximal right iliac artery. Patient was taken to surgery for vascular repair. The patient was reported to be stable. Clinical review an impella cp was present in a 33-year-old female patient who was taken to the cardiac catheterization laboratory for device removal. The patient presented with acute myocardial infarction and cardiogenic shock and was classified as society for cardiovascular angiography and interventions (scai) stage d. The patient was receiving inotropic support and vasopressors. Right femoral arterial access had been used. The index procedures included coronary angioplasty with percutaneous transluminal coronary angioplasty, stent placement, thrombectomy, and intravascular ultrasound. The patient was transferred from another facility with two perclose closure devices in place. The impella cp was removed using the rewire access port, and a 14 french sheath was placed and subsequently removed, followed by deployment of a perclose closure device. An abdominal angiogram with femoral runoff demonstrated reduced flow at the proximal right iliac artery. The patient was taken to surgery for vascular repair. The patient experienced reduced distal perfusion requiring surgical intervention. Based on review of the available information, the reported event was attributed to procedural and vascular access¿related factors associated with large-bore femoral access and closure device. Review did not identify evidence suggesting a causal relationship between the impella cp device and the reported event. The patient survived.